Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ureteral stent snagged with guidewire (150nss35) during stent placement and could not be placed smoothly, suture removed. A new stent was opened for use.

Manufacturer narrative:
The reported event was unconfirmed. Sample was evaluated visually and there were no visual defects as defined. Dimension for distal tip ID was evaluated with minus pin gauges and it was determined that the sample provided was within specification. Guidewire was inserted into distal pigtail and advanced through proximal end of stent. Stent allowed free passage of guidewire with 0.038" guidewire. Note, guidewire provided with kit was not provided for sample evaluation. Guidewire is also not provided by biomerics athens facility for supplied kit. The reported event was unconfirmed. Risk, labelling, and DHR review are not required as the reported event was unconfirmed. Initial reporter complete facility name: (B)(6) medical university. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ureteral stent snagged with guidewire (150nss35) during stent placement and could not be placed smoothly, suture removed. A new stent was opened for use.